Manufacturer narrative:
Date sent to the FDA:12/24/2024. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent repair surgery on (B)(6) 2023 during which the surgeon noted there was mesh disruption at the center of the mesh, in the area of the palpable mass and palpable incarceration. Dissection began by freeing the mesh on the left side along the peritoneum. As space was cleared towards the midline, three hernia defects were detected. All contents, including the preperitoneal contents that were incarcerated, were reduced. Additionally, fluid had accumulated within a very tight pocket. Once this was all freed, dissection continued on the right side of the patient's abdomen, clearing the underlying peritoneum and mesh to create enough space to accommodate the mesh that would be placed. It was reported that the patient experienced severe pain, nausea, recurring hernia, seroma, organ adhesion. No additional information was provided.